Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: item number: unknown, item name: unknown g7 cup, lot #: unknown, item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat in the acetabular shell. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the most notable damage to be in the form of a sidewall gouge. The rim is slightly roughened. Minor surface scuffs were observed on the outer radius. The barb is also lightly roughened/deformed. No dimensional analysis will be performed due to the attempts to seat and remove the liner. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.